Event description:
A customer contacted technical service to report that the synclara system, had a cracked filter cracked. Occurrence location and process step were not specified. There was no patient injury or death reported with this event. The reporter did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The unit was returned for inspection. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. A replacement device was shipped to the customer to resolve.